Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty in 1995. Subsequently, a revision procedure was performed in 2006 due to unknown reasons. It was further reported patient underwent a second revision in (B)(6) 2015 due to fracture of the taper adapter on the femoral stem. The femoral stem and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel alleged during the revision procedure on (B)(6) 2015, the trochanter fractured. The surgeon repaired the fracture with a trochanter hook.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - unknown if implanted in 1995 or 2006. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k021403.

Event description:
It was reported that patient underwent total hip arthroplasty in 1995. Subsequently, a revision procedure was performed in 2006 due to unknown reasons. It was further reported patient underwent a second revision in (B)(6) 2015 due to fracture of the taper adapter on the femoral stem. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Medical product - delta ceramic fem hd 028/ 0mm, item # 164136, lot # 1109480. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.